Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced weakness and self-treated with unspecified treatment. There was no report of death or permanent impairment associated with this event.